Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded with no issues. The valve was screened inside the body and a crown overlap hitting the fourth node was noted. The valve was removed. A new valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0011843473); product type: 0195-heart valves; implant date (B)(6) 2024; explant date product ID l-evolutfx-2329 (lot: 0011980590); product type: 0195-heart valves;select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a minor procedure delay occurred as a result of the infold.

Manufacturer narrative:
Updated b.5 updated e updated imf code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.